Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, customer and patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported surgical intervention may take place at a later date to replace the patient's ipg. Reason for surgery is unknown.